Manufacturer narrative:
On (B)(6) 2016, at the customer site, a field service engineer found rack end marker loose and at a 45 degree angle. Fse repositioned and tightened rack end marker and cleaned and lubed all parts. Fse ran racks rotate procedure without issue, and afterwards observed how the customer ran two (2) racks of patient samples, also without any errors. The instrument was performing as intended. No further actions were required by field service. The most probable cause of the reported event was that rack end sensor was loose at the 45 degree angle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
It was reported on (B)(6) 2016 that an aia-2000st gave x2 axis error message 4303 and 2151: hybrid arm cup transfer error. The customer was unable to run beta-hcg, lhii, and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, lhii, and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.